Event description:
It was reported that the patient has been following up with doctor's office since surgery for non-healing wound and abdominal pain. It was cultured in 2007, as msra staph aureus and continued with antibiotics. Mesh was explanted twelve days later.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.